Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'downstream occlusion' was verified through a review of the event history log which was not reproduced. Evaluation revealed that the cause was a force sensor current reading was found out of specification. The force sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.